Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue.

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and an unexpected shut down was observed. A functional test was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined. Additionally, the transmitter was returned for evaluation. An interior visual inspection was performed and passed. A voltage test was performed and failed.